Manufacturer narrative:
After a valve is implanted, the patient is weaned from cardiopulmonary bypass (cpb). First, the heart is warmed and allowed to spontaneously beat. Then, the heart is allowed to fill gradually as cpb is decreased. During this time a tee is routinely performed to check valve function. If the valve is functioning normally, bypass will be discontinued and the aortic/venous cannulae are removed. There may be cases in which regurgitation or pvl is detected by tee prior to the complete discontinuation of cpb and removal of cannulae. If there is evidence of intervention required after complete discontinuation of cpb and removal of cannulae (for example leaflet not coapting), this may require significantly extended operative and cardiopulmonary bypass time, which increases the risk of the procedure. Per the surgeon's response, this valve was implanted, then explanted while the patient was still on cpb; therefore, there was little risk to the patient. There is no suggestion of a device malfunction.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a (B)(4) registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted at implant. The reason for explant is unknown. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a malfunction or deficiency related to the explanted valve.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. No further actions are possible with the available information.